Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and lymphadenopathy.

Event description:
Patient reported right side "pain in breast area and swollen lymph nodes in armpit area", "capsular fibrosis", baker grade unknown, "sinusitis", "inflammatory values were increased", "circulatory problems" and "has seen the list of symptoms of biaalcl on the website and has half of these symptoms." Device remains implanted. The event of sinusitis is not related to the device.